Event description:
Reporter indicated a vns pt was having increased seizures above pre-vns baseline level that was believed to be due to the vns generator nearing end of service. A battery estimate performed revealed approx -2.36 years remaining. The reporter has not confirmed the vns was at end of service. Medication was increased as an intervention for the seizures, and replacement of the generator is likely. Attempts for further info are in progress.